Manufacturer narrative:
The olympus service business center (sbc) representative advised the customer to start the reprocessor from the beginning and make sure all the connectors are secure. Once the customer did so, the cycle was initiated without errors for five minutes. Sbc attempted to follow up with the customer three times but was unable to reach them. The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing the reprocessor displayed errors related to tubes disconnected at port a1 and b1. Endoscopes reprocessed during this errored state may have potentially been used on patients. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was not confirmed as the user did not read instructions for use carefully, they connected connecting tube to a1 and b1 connector in reprocessing basin incorrectly. Olympus will continue to monitor field performance for this device.